Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, cgm sensor failed. Patient removed sensor and did not replace. While patient was not wearing cgm, patient experienced hyperglycemia and was admitted to hospital. No further medical intervention was necessary. At the time of the call with dexcom technical support, patient was fine.